Event description:
On (B)(6) 2008, the patient was implanted with two gore tag thoracic endoprostheses to treat an aortic dissection. It was reported that during the procedure the patient's left external iliac artery was damaged and component of gore excluder aaa endoprosthesis (detail unknown) was additionally implanted for its repair. The amount of blood loss was estimated 730ml and the maximum diameter of the aorta at the time of the implant was 68mm. The patient tolerated the procedure. On (B)(6) 2008, post-operative follow-up examination showed that the damage was successfully repaired. The maximum diameter of the aorta was measured 65mm. On (B)(6) 2008, the patient was discharged. On (B)(6) 2009, one year follow-up examination identified no adverse event. The maximum diameter of the aorta shrunk to 50mm. On (B)(6) 2010, it was reported from a different hospital that the patient expired due to rupture from distal part of dissection. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.